Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction bolus via pump to address bg. Customer loaded a new cartridge to address the issue.